Event description:
It was reported by the plaintiff's attorney that "on or about (B)(6) 2009, plaintiff" "was implanted with an ams" miniarc pelvic mesh" to treat "pelvic organ prolapse and/or stress urinary incontinence." The plaintiff's attorney alleges that the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, add'l surgery and/or other injuries." The plaintiff's attorney also alleges that "within one yr" "after seeing this info, plaintiff suspected for the first time that the pelvic mesh product that had been implanted into her may have been defective and that she may have sustained an injury." The plaintiff's attorney additionally alleges that the plaintiff "plaintiff has experienced significant mental and physical pain and suffering, has required add'l surgical medical treatment and she has sustained permanent injury." The plaintiff's attorney further alleges that the plaintiff "severe mental and physical pain and suffering" and "some permanent disability to her person."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.